Event description:
It was reported that during an unrelated procedure, lead dislodgement was observed on the rv lead. Upon an attempt to reposition the lead, there was difficulty in retracting the helix of the lead and upon successful retraction the helix of the lead did not extend. Physician opted to perform lead revision due to helix issues. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.